Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer's blood glucose. A system check was performed and the occlusion was found to be within the cartridge. A new cartridge was loaded to address the event and insulin delivery was resumed.